Event description:
The patient died in her sleep at home of sudden cardiac death. While there were no indications that the implantable cardiac defibrillator contributed to this death, the device has been returned for analysis.